Manufacturer narrative:
Additional information: section b.3, d.6b correction: section h.6 the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2024. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed some electrodes were broken within the electrode pocket. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the test data indicates impedance issues. Revision surgery is under consideration.